Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular lead integrity alert. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that a device interrogation showed that the patient received an inappropriate shock.